Event description:
It was reported that during the implant procedure the device could not deliver 25 joules during the induction test due to low high voltage impedance. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned, analyzed, and primary analysis results revealed that the defect causing the delivery failures in this device was confirmed to be a gate oxide leakage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure the device could not deliver 25 joules during the induction test due to low high voltage impedance. The device was not implanted. No patient complications have been reported as a result of this event.